Event description:
The customer reported that the trial was put onto the inserter, the trial was made and when the surgeon tried to remove the trial from the inserter the end of the inserter snapped and some of it remained stuck to the trial. The representative believes that when the trial was put onto the inserter initially that the devices may have been cross threaded. No parts fell into the surgical field. The trial was completed successfully and the overall procedure was completed successfully.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned trial was examined, the threaded tip was not found inside and no evidence of cross threading was observed. The trial may have been previously damaged before this event. Conclusion: the root cause is not determined and multifactorial.

Event description:
The customer reported that the trial was put onto the inserter, the trial was made and when the surgeon tried to remove the trial from the inserter the end of the inserter snapped and some of it remained stuck to the trial. The representative believes that when the trial was put onto the inserter initially that the devices may have been cross threaded. No parts fell into the surgical field. The trial was completed successfully and the overall procedure was completed successfully.